Event description:
The customer reported that there was a burnt-out ic chip on the image functions pcb. Also the c-arm will not boot-up.

Manufacturer narrative:
The ge service rep replaced the image functions pcb, verified collimator sizing, adjusted collimator and camera centering, adjusted generator +5 volt power supply to +5.15 volts, and reseated power cables for lift column and l-arm motors. The system operates as intended.